Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported the battery is not holding a charge like it is supposed to. Patient stated when they first got the implant it would take up to 9 days before the battery would completely go dead. Patient reported they made programming changes probably last month and now the patient only uses a. Patient has noticed a change in how often they have to charge the implant starting since last week. Now the stimulator battery only lasts about 2 days. Patient can charge it up now but in two days it will be down to 40%. Patient denied any falls or trauma that could have impacted the stimulator system. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent reviewed resources available to hcps.